Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported a bd vacutainer® sst¿ ii advance plus blood collection tube underfilled during use. This complaint did not indicate change in course of patient treatment. No injury or medical interventions were reported.